Event description:
The patient was admitted to cardiology with a non-st elevation myocardial infarction and a percutaneous coronary intervention was performed to open a complex blockage in the mid lad. During the procedure a 1.25mm rotational atherectomy burr and the distal tip of a 0.009" coronary wire unexpectedly broke free and lodged in the diagonal artery. An emergency cv surgery consult was called and patient was evaluated by the cardiology team and the patient and family were informed. The patient was managed medically without additional intervention to remove the device as the patient was hemodynamically stable. Retained fragments of coronary interventional devices are a known but extremely rare occurrence. Manufacturer response for rotolink plus 1.25, rotolink plus 1.25 (per site reporter).